Manufacturer narrative:
The insulin pump received motor error alarms due to corroded motor home switch. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was performed. The device was returned for analysis.